Event description:
It was reported that the pt noticed in april 2005, an increase in volume and then within seconds no further sound. In may 2005, the pt reported an inermittent crackling sound with the speech processor and then they heard 'normal' speech. Testing confirmed that the device had malfunctioned.